Event description:
Additional information received reported that because the impedance was over 4,000 ohms on the patient's settings the patient was reprogrammed to c+/2- at 0.6v where she felt stimulation rectally. There were no other interventions and it was reported that the patient felt stimulation and had 100% improvement in symptoms. The cause of the impedance issues was not known. There was no injury.

Event description:
It was reported some bipolar and unipolar pairs had impedances over 4 ,000 ohms. The patient was in for a routine 6 month check-up and it was noted most impedances were over 4,000 ohms at 1 volt (v). When the voltage was increased to 3 v impedances were still over 4,000 ohms except c-0, c-2, c-3, and 2-3 electrode pairs. It was reported the patient was "having excellent results and felt stimulation appropriately. The therapy worked awesome for the patient." It was also reported the patient experienced discomfort when she laid on her side, the side with the implantable neurostimulator (ins) case. No falls or traumas were reported. Other than when the patient was lying on her side she had no discomfort and the ins was "working like a charm." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v792267, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).